Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed button error and a high blood glucose event. The customer¿s blood glucose was 3556 mg/dl at the time of incident. Customer stated that the insulin pump stopped working and could not use the new insulin pump because customer was not trained on it. Customer stated that the insulin pump alarmed button error and the unable to push the buttons. Customer had a high blood glucose of 556 mg/dl and treated. No high blood glucose troubleshooting was performed. The insulin pump is not expected to return for analysis.